Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. It also had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display goes blank without any alarms. The blood glucose at the time of the incident was 227 mg/dl. During troubleshooting, the customer stated that the insulin pump was cracked near the battery compartment and screen. The device was returned for analysis.